Event description:
It was reported a critical alarm for empty reservoir volume was occurring. The medication in the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l70871, implanted: (B)(6) 1999, product type: catheter.